Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. The plan is to raise the impedance alert threshold and to continue to monitor. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).